Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right ventricular (rv) lead. The noise was oversensed, but did not result in pacing inhibition. The noise was able to be reproduced with isometrics. High pacing thresholds were also observed on the lead. At this time, the rv lead was surgically abandoned. The ICD remains in service. During the revision, the lead was tested via pacing system analyzer which showed the increase in pacing thresholds. The cause of the noise was not determined. No additional adverse patient effects were reported.